Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder cuff repair surgery, when the '5.5mm twinfix' screw was being tapped and predrilled, it got broken. A 3.8mm starter was used. All the broken pieces were removed form the patient using a grasper. This resulted in a non-significant surgical delay. The procedure was successfully completed using a back-up device in the originally drilled bone hole. The current status of patient is good and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: part of the reported device was received for evaluation. It was determined the device contributed to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A review of the customer provided image found an open box with the distal end of of an insertion device sticking out of it. There is a fractured anchor on the device shown. There appears to be debris on both the anchor and the device. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned without the anchor or sutures included. The insertion device has debris on it and the distal end is slightly bent. Based on the condition of the product material found during visual inspection, additional material testing is not required. Per case correspondence, all broken pieces were removed from the patient using a grasper. The procedure was successfully completed with a backup device used in the originally drilled hole and a non-significant delay, the patient¿s bone quality was good and the patient¿s current status was good. No other complications were reported. No further clinical/medical assessment can be rendered. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.